Event description:
It was reported that stent damage occurred. The 35x2.5-2.75mm, 80% stenosed, eccentric and de novo target lesion containing a significant <=45 degree lesion bend was located in a moderately calcified and non-tortuous left anterior descending (lad) artery. Following advancement of a 1.5mm rota burr and a non-bsc guide wire, predilation was performed using a 2.0mm maverick balloon catheter. A 2.50x24mm promus element drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. While withdrawing the device, the physician found that the stent was lifted and the stent body was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the crimped stent on the device was damaged. It was noted that a stent strut on the tenth row from the distal end was lifted upwards from the stent profile. The hypotube was kinked at various locations along its length. No issues were noted with the bumper tip and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 35x2.5-2.75mm, 80% stenosed, eccentric and de novo target lesion containing a significant <=45 degree lesion bend was located in a moderately calcified and non-tortuous left anterior descending (lad) artery. Following advancement of a 1.5mm rota burr and a non-bsc guide wire, predilation was performed using a 2.0mm maverick balloon catheter. A 2.50x24mm promus element ¿ drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. While withdrawing the device, the physician found that the stent was lifted and the stent body was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).